Event description:
The patient was undergoing a coil embolization procedure in the right internal carotid artery using a benchmark 6f 071 delivery catheter (benchmark), a non-penumbra guide sheath and a microcatheter. It was noted that the patient''s anatomy was tortuous. During the procedure, the physician advanced the benchmark through the guide sheath by gaining transradial access. While attempting to adjust the benchmark, the physician pulled the benchmark back. While retracting the benchmark further, the physician noticed under fluoroscopy that the benchmark had stopped retracting and was fractured. The physician then removed the benchmark and the guide sheath together. Upon removal, the guide sheath was cut by the physician to visualize where the benchmark was fractured. It was reported that the benchmark was fractured at the mid-shaft but still connected by the coil winds. The procedure was completed by gaining femoral access with a new sheath and a new benchmark. There was no report of an adverse effect to the patient.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation.

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #02 MFR report:3005168196-2023-00535 1. Section d. Box 4. Unique identifier .

Manufacturer narrative:
Please note that the following section was incorrectly reported on the initial MFR report and is being corrected on this follow-up #1 MFR report: 3005168196-2023-00535. 1. Section b. Box 5. Describe event or problem. Evaluation of the returned benchmark revealed a fracture on the proximal shaft. This is likely the reported mid-shaft fracture. If the device is retracted against resistance, damage such as a fracture may occur. Further evaluation of the returned benchmark revealed kinks along the proximal fractured segment, and the distal fractured segment was returned still inserted through the non-penumbra hva and guide catheter, and the guide catheter was kinked in multiple locations and was clamped by forceps. If the parent catheter was damaged during the procedure, it may have contributed to resistance during manipulation of the benchmark. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.